Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the homechoice (hc) during dwell 3 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection. There were no patient extension lines in use. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that final bag had disconnected. The technical service representative (tsr) had the hp cycle the power on the hc to end therapy and advised the hp to either start over with new supplies or finish with manuals. The tsr advised the hp to contact her registered nurse about the possible exposure to unsterile air. The hc was operational. Proper procedures were reviewed with the patient, and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed as a bag had disconnected. The cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.